Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective electrodes. The fse replaced the sodium, potassium and chloride electrodes to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).